Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a telescope was sent in for repair. There was no injury or health damage due to the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force from improper handling. In addition, the following non-reportable malfunctions were found during the device evaluation; bent outer tube and bent light guide connector. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the part that tightens the mouthpiece and the ureteroscope body is looser than usual. The reported issue was discovered during a therapeutic transurethral ureterolithotripsy. The procedure was completed using the subject device. Upon inspection and testing of the customer returned device, it was observed that the objective lens was damaged. This report is being submitted for the malfunction found during evaluation.